Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a high blood glucose of 600 mg/dl. The customer experienced stomach pain, vomiting, and shortness of breath. The mother declined troubleshooting for the incident and stated that the infusion set caused the high blood glucose. No products were returned or replaced.